Manufacturer narrative:
The ge service rep conducted an over the phone eval. The rep ordered parts for the customer to replace. No further service info was provided.

Event description:
The customer reported that the system displayed a charger fault error message. No pt injury was reported.